Event description:
Information was received indicating that a smiths medical pump was presenting with a "no disposable pump won't run" error. 94.3 ml was given prior to the error. Patient not affected. There were no reported adverse events.